Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed through either operational checking or run testing at the repair center. The error log was inspected and e-65535 had been recorded multiple times. This error showed that a log was written incorrectly. The lease end date was approaching so the device was returned unrepaired.